Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('uterus, tubes and coils removed') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus, tubes and coils removed, leaving ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had novasure ablation & essure implants on same day". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthenia ("lack of energy"), loss of libido ("loss of libido"), amenorrhoea ("not having period anymore has become more stressful") and abdominal distension ("terrible bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (uterus, tubes and coils removed, leaving ovaries). Essure was removed. At the time of the report, the abdominal pain, loss of libido and amenorrhoea outcome was unknown, the asthenia was resolving, the weight increased had not resolved and the abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, amenorrhoea, asthenia, loss of libido and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event added: terrible bloating. Outcome of the events updated. Reporter information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had novasure ablation & essure implants on same day". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthenia ("lack of energy"), loss of libido ("loss of libido") and amenorrhoea ("not having period anymore has become more stressful") and was found to have weight increased ("weight gain"). The patient was treated with surgery (uterus, tubes and coils removed, leaving ovaries). Essure was removed. At the time of the report, the abdominal pain, asthenia, loss of libido, weight increased and amenorrhoea outcome was unknown. The reporter considered abdominal pain, amenorrhoea, asthenia, loss of libido and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from plaintiff fact sheet received. Event device removal was replaced with abdominal pain. Events weight gain, medical device monitoring error , lack of energy & loss of libido were added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('uterus, tubes and coils removed') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus, tubes and coils removed, leaving ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.